Event description:
Patient presented to the physician with redness and tenderness at the chest incision site. Patient was admitted and placed on IV antibiotics. Patient presented back to the physician with no symptoms and the issue was resolved. Physician determined that the patient had a seroma at the chest incision site.